Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood that clogged the helix at the helix region. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a lead's helix apparatus would not extend during an implant procedure on (B)(6) 2021. The physician elected to replace it, also opting for a tined lead as opposed to a passive lead so that it was able to attach to the myocardium. The patient was reported as stable.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood that clogged the helix at the helix region.